Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/09/2015 with the following findings: the complaint could not be duplicated and confirmed. Review of the pump¿s black box revealed no abnormal pump behavior; the total daily dose totals matched the user programmed basal rates and boluses. The pump successfully completed a prime sequence and boluses without issue or alarm. The insulin remaining calculation was correct.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin-on-board reading was incorrect. Reportedly, the patient¿s blood glucose was above 40 and below 70 mg/dl without signs or symptoms of hypoglycemia. This reported bg excursion does not qualify as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.